Event description:
Caller reported blood glucose results of 141 mg/dl on aviva system 1, 303 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
Medwatch with (B)(6) is for aviva system1, medwatch with (B)(6) is for aviva system 2.